Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor was coming off. Customer's blood glucose was 120 mg/dl. Troubleshooting was done for tape not sticking. Advised the sensor would be replaced. Customer also reported that the he got low predicted alert and threshold suspend at 52 mg/dl. Customer checked his blood glucose and it was 160 mg/dl. The customer was advised the sensor was affecting the reading and he should remove the sensor and return it to us. No further information provided.